Manufacturer narrative:
The device was not returned to the omsc for evaluation. According to additional information by the service department of olympus (B)(4), the user facility has stopped using the device and cleaned the ac power inlet. And after cleaning the ac power inlet, the error did not occur again. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image became intermittently. The user had unplug and re-plug ac adapter into the power inlet many times for troubleshooting. The endoscopic images did not disappear during the procedure and there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the additional information provided by olympus europa se & co. Kg: the error did not occur again after the user cleaned the inlet. The device was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined. However, based on the above information, omsc concluded that the endoscopic image could not be temporarily normally displayed because foreign material adhered to the contacts of the video connector socket. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.